Event description:
Customer alleged blood glucose readings from (B)(6) 2015 were missing from the memory of the contour meter. There was no allegation of an adverse event. The customer was asked to return the meter for investigation, and a new meter was sent to her.